Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the upper extremity. A 10.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, upon inflating to burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.